Event description:
Spontaneous case was reported by an other health professional and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6)-year-old female patient who had essure inserted. The patient's past medical history included menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1 year 6 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and salpingectomy on both sides (essure removal)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jul-2018 for the following meddra preferred term: uterine haemorrhage ¿ analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure inserted. The patient's past medical history included menometrorrhagia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 1 year 6 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy and salpingectomy on both sides (essure removal)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.